Manufacturer narrative:
A lot number was not provided for the test strips, so it was not possible to determine a manufacture date.

Event description:
The contact stated that she tested her blood glucose and received a reading of 284 mg/dl. She retested about 5 minutes later and received a reading of 82 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.